Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient's blood glucose was over 30 mmol/l on (B)(6) 2019 despite treatment through pump. The patient changed the cartridge, adapter, and infusion set twice but continued to feel unwell and was admitted to the hospital on (B)(6) 2019. The patient reconnected to the pump on (B)(6) 2019 while still at the hospital and his blood glucose again elevated to over 30 mmol/l.